Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted after multiple attempts to insert the enroute arterial sheath. Subsequently, the patient experienced blood pressure and cerebral oxymetry issues. Chest compressions were performed for approximately 5 to 8 minutes. Once the patient's pressures returned, the physician elected to convert the procedure to carotid endarterectomy (cea). It was noted that four units of blood was provided to the patient during the cea procedure. The patient was discharged two days later with no neurological deficits.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.